Event description:
Boston scientific crm received information that this patient with atrial fibrillation, chest pain and a significant amount of premature ventricular contractions (pvc) had right ventricular (rv) lead oversensing noted with pacing inhibition of three to four seconds. The physician wanted to program the device to voo mode and technical services (ts) noted that this was not a feature for this model. Ts recommended changing the device sensing to mimic voo pacing.

Manufacturer narrative:
Internal investigations revealed the presence of precipitate in reagent 2 (r2) of the calcium reagent lot. The root cause for the precipitation is still under investigation. An urgent medical device removal notice was mailed october 13, 2010 to all customers to immediately discontinue use of the calcium reagent lot. Calcium deviations of > 20% above and below the reference range are considered critical. These deviations could lead to non-detection of a pathological status or may lead to unnecessary therapeutic consequences. The erroneous bias caused by this assay lot may cause patient samples with critically high or critically low calcium levels to have results that appear to be in the normal range. These patients may be at high risk for misdiagnosis of pathological conditions associated with abnormal calcium levels. Inaccurately high calcium values may lead to an incorrect diagnosis depending on the blood calcium level. In the worst case, the wrong therapy may be initiated. Suspected hypercalcemia would mean confirming the calcium value quickly, and treatment would occur according to the clinical picture. A patient normally shows obvious symptoms if the calcium value is >12 mg/dl. In the case of inaccurately low values, the calcium value must be interpreted together with other parameters (e.g., magnesium, phosphate, and pth). Unnecessary further examination and blood collection may result.

Event description:
The user noted questionable calcium results from the integra 800 serial number (B)(4) when a doctor brought it to her attention that patient calcium results appeared high. Of the data provided, the results for two patient samples were discrepant. Patient sample 1 initial result was 10.7 mg/dl and the repeat result was 12.2 mg/dl. The user replaced the calcium reagent cassette, recalibrated and repeated the patient sample. The repeat result was 9.7 mg/dl. Patient sample 2 initial result was 11.1 mg/dl and the repeat result was 10.8 mg/dl. The user repeated the sample on the integra 800 serial number (B)(4) and the result was 9.9 mg/dl. None of the questionable calcium results were reported outside the laboratory. The field service representative checked the analyzer and was unable to find a cause for the discrepant results. He ran performance and precision testing. The user ran patient samples on the two analyzers and the results matched.